Manufacturer narrative:
Attempts to contact patient (user) to gain additional information about the event and suspect device were unsuccessful.

Event description:
Patient (user) reported the catheters hurt a little because she has an infection and a swollen bladder. No specific device problem was reported.